Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced low glucose after physical activity, with a cgm reading of 64 mg/dl and a fingerstick of 112 mg/dl, and the user had already treated with oral glucose (coke) and reported that the initial low reading aligned with symptoms; available device information was insufficient to determine a device problem or component involvement. Symptoms included hypoglycemia. Outcomes included a minor, non-serious health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.